Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 85% stenosed ostial lesion being treated was located in the moderately calcified, mildly tortuous circumflex marginal (cx) artery. The lesion was predilated with a 2.5x10mm fx-minirail balloon, inflated to 6 atms. The physician implanted the 2.50x8mm taxus express2 drug eluting stent, inflated to 16 atms for 45 seconds. The stent deployed well. Two more inflations with the stent delivery balloon were done to further expand the stent. The stent was post-dilated with a 2.5x8mm quantum maverick balloon, inflated to 16 atms for 30 seconds. Upon withdrawal of the delivery system, the shaft fractured inside the guide catheter while passing through the y adapter at the wire exit port. The guiding catheter was then removed, which contained the distal portion of the catheter shaft. The procedure was completed with this device. No pt complications were reported. Pt status reported as "fine."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.